Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID #2134265-2017-02095, 2134265-2017-02096 and 2134265-2017-02097. It was reported that a pericardial effusion was experienced. During an atrial fibrillation ablation procedure, one 7f 115mm woven diagnostic electrode catheter was placed in the in the coronary sinus, another was placed in the high right atrium (hra). A 7f 120mm woven diagnostic electrode catheter was placed in the his bundle. Electrophysiology study (eps) was performed. A double transseptal puncture was performed utilizing two sheaths and a non-bsc needle. The intellamap orion¿ catheter was then positioned in the left atrium (la) and a map was created. A non-bsc ablation catheter was positioned in the la. The physician completed pulmonary vein isolation (pvi) and then la focal ablation. The ablation catheter was then removed and the sheath was exchanged for a different one to enhance the ablation catheter steerability and reach as the patient had an enlarged la volume. The ablation catheter was then advanced back into the patient into the la and was positioned for a roofline ablation. During that process, the patient's blood pressure reduced. An echocardiogram identified a pericardial effusion. The location of the effusion was unknown. Pericardiocentesis was performed, draining blood from the pericardium. The procedure was finished, however they did not complete roofline, and the patient's condition was stable. To the physician's knowledge, the effusion occurred sometime when he was repositioning the ablation catheter for the roofline ablation. No additional patient complications were reported.